Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: may 11, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: the suspect iol was received cut in half, and no handpiece was received. No further evaluation was performed and no issues that could cause or contribute to the complaint issues were observed. The complaint issues glare, blurry, explant and photophobia could not be confirmed during product evaluation, and no issues were identified. Based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect - clinical code: (B)(4) -this code was used to capture (glare and photophobia/increased light sensitivity). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to glare / blurry vision. Iol did not help with glare and light sensitivity. It was noted that there was no product quality issue. No incision enlargement, no vitrectomy, no sutures done. Iol was replaced with a 19.5 diopter size, dfw300. No patient post-explant injury. No other information was provided.